Manufacturer narrative:
Device is not expected for return, however analysis is not required. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted due to infection and erosion. This device was explanted and replaced. No additional adverse patient effects were reported.